Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt stated they were having issues with their recharger (rtm) for probably at least a month. Pt said the rtm acted like it had a short in it because sometimes pt would put the rtm on and they would immediately lose contact and not find the implant. Pt said they had to sit up straight and not lean back, and said sometimes they would check charging progress after an hour and half and the implant would only have charged up 10%. An email was sent to the repair department to replace the rtm. No symptoms were reported. Pt got the replacement rtm and says that its "acting a lot like the old one, it would lose connection like the old one". Pt confirmed they are using the new rtm. Pt doesn't hear any rattling and doesn't think ins has moved or flipped. They said the port of controller looks intact. They will try a battery reset and will call back if still having issues. Pt called back because they received a replacement recharger antenna (rtm) from this case and reset their controller, but they continue to have difficulty charging their implanted neurostimulator (ins). Pt noted that last evening they saw the "no device found" message 8 times when trying to charge their ins, but they finally were able to charge the ins after turning the rtm to the other side. Pt mentioned they finally were able to charge with "excellent" quality, but then they would see the "no device found" message and was unable to charge the ins. The manufacturer's patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. The pt was unable to connect their controller wirelessly to their ins. Pss helped the pt inspect the controller port, but no visible damage was detected. Pt started a charge session to their ins and was able to recharge with "excellent" quality. Pt noted the controller battery was at 100% and the ins battery was at 80%. Pss sent an email to repair for a replacement controller. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back stating they were still having problems so they talked to their manufacturer representative (rep) earlier who said the controller was refurbished and thought the pt was sent a defective controller. Pt said they had replaced the controller and the recharger (rtm) but the controller kept losing the device. Last night pt got their implant battery to 80% and they tried 5 times but they could not find the device, pt tried resetting the controller and it would find it but pt kept playing with the new controller. When first implanted it use to find the device quickly now it took them 30 to 40 seconds to find it unless they put the controller over their back. When recharging implant it could take 2 or 3 hours to recharge sometimes. During call pt verified they had no recent falls or traumas, pt noted right after the ins was put in pt got under a trailer and hit the trailer so pt got it looked at and everything was good. Pt noted ever now and then they roll over and sometimes pt will lay on their implant battery and pt could something was there for it was like lying in bed on a sock for it did not hurt but it's not pleasant. Pt noted this coming friday they have an appointment with a rep and the pain doctor, pts rep wanted pt to get a new controller. Pt mentioned first recharger they had had a short, for p t would sit in chair and it would go good then say in a bad position. Pt was also receiving intermittent charging so they got new antenna and that was working better. When implanted and they would recharge it would get very warm and almost uncomfortable, pt had not experienced that for a long time. A replacement controller was sent out to the patient. Additional information was received from a manufacturer representative (rep) regarding a patient (pt). The rep called and reported they were with the pt and "no device found" displays on the controller without the recharger (rtm) connected to the controller. Caller confirmed the controller was charged to 100% and the ins was 50%. Caller also confirmed they were able to interrogate the implantable neurostimulator (ins) with their tablet. Technical services (tss) walked caller through steps to repair the controller to the ins. Caller confirmed the issue seemed to be resolved. Additional information was received from the manufacturer representative (rep). Rep called back and reported that they were currently with pt troubleshooting because pt is still experiencing the same issues that were previously reported in this case. Caller stated that the controller will not communicate with the ins wirelessly, and 'no device found' displays, even when the ins is fully charged. Caller confirmed they do not have any issues interrogating the ins with their tablet. Caller confirmed the ins does not appear to be tilted and does not seem to be implanted deeper than 1-2 cm. Caller stated that pt is able to charge their ins once they get the controller/recharger to communicate but pt mentioned the communication between the recharger and the controller can be lost easily. Caller stated when they interrogated the ins with their tablet and checked the recharging diary, it appeared that the charge quality/sessions were as expected for the most part. Caller attempted to interrogate the ins with two different controllers and 'no device found' displayed on both. Caller confirmed the second controller was charged to 40% and the ins was charged to 90% and 'no device found' initially displayed and then caller placed the controller directly over the ins and it connected briefly. Caller then connected to recharger and 'no device found' displayed again. Caller began passive recharge mode (prm) and confirmed 74/100/100 displayed. Caller was transferred to mobility to obtain intellis and comm manager log files. Additional information was received from the rep. The ins log files were obtained and sent to engineering for review. Rep called back and stated pt's replacement procedure was scheduled for tomorrow (10/14/2022) and inquired about returning the ins for analyzation. Caller also inquired about the warranty process. The manufacturer's technical services specialist (tss) reviewed information and sent caller and email outlining details of returning the product and warranty process. Tss also attached more emails from engineering.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery was replaced on (B)(6) 2022. The device has been mailed and sent for analysis. The patient's weight was unknown at the time.

Manufacturer narrative:
H3: product ID# 97715 serial number (B)(6) was returned for product analysis. Analysis found that the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.